Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer reference ID: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse), the expiratory pressure transducer printed circuit board (pcb) was found to be defective and the fse resolved the reported failure by replacing it. The ventilator passed all functional and safety test and was cleared for clinical use after that. The replaced part was sent for further investigation. The pcb was successfully tested in puc several times before and after ventilated with a test lung for over 48 hours without reproducing the issue in our ventilation laboratory. Then, after disassembling the plastic connector on the pcb, debris/dirt was discovered in both the connector and the sensors cavity of the faulty pcb, as shown in the attached pictures. That may have caused the reported issue. The root cause for the reported issue could not be determined.